Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and battery out limit alarm from the insulin pump. The customer's blood glucose reading was 30 mg/dl. The customer treated by eating. The customer stated that the pump alarmed after a battery change. The customer stated that she tried to change the battery several times and still received battery out limit. The customer was advised to clear the alarm with the escape and act buttons. The customer stated that she was also doing dishes and the pump fell into the water. The customer will call back to troubleshoot.